Event description:
It was reported that the patient experienced two episodes of syncope during physical activity. Remote monitoring transmissions indicated that the implantable pulse generator (ipg) was pacing without capture. Intermittent loss of capture on the epicardial right ventricular (rv) lead was noted. This effect could not be reproduced in the hospital. The patient was monitored in the hospital and ultimately, the ipg was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25 lead, implanted (B)(6) 2004. (B)(4).